Event description:
Device was being utilized for a transjugular right renal biopsy. Performed three passes, pt later developed bleeding complications. Did a renal embolization later the same day and again the next day. Pt was post liver transplant also in renal failure. Pt expired. Pt did not bleed from embolization. They did not perform a post. Believed pt died from renal or liver failure.